Manufacturer narrative:
Complained product will not be not available.

Event description:
Piece of metal has broken off - oral-b [device breakage]. Loose original oral-b brush piece no longer stays in place - oral-b [device connection issue]. Case narrative: a parent reported via e-mail that the oral-b original toothbrush piece was loose/no longer stayed in place on the oral-b toothbrush. No injury was reported. 25-apr-2024 follow up via e-mail: the parent reported that a piece of the oral-b toothbrush metal broke off. No injury was reported. 26-apr-2024 follow up via pictures: the suspect product was oral-b rechargeable toothbrush handle 3767 smartseries teen model d601.513.3x. The suspect product lot was 3ab20111202. No injury was reported. 08-may-2024 case update from information initially received on 26-apr-2024: the concomitant product was oral-b power oral care refills crossaction eb50. No injury was reported.